Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis right cylinder and pump replaced due to a right cylinder hole. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The ams700 inflatable penile prosthesis (ipp) cylinder was visually inspected, leak tested and examined using a microscope. The cylinder had wear at folds in the proximal of the cylinder body. The cylinder had a hole in the outer tube which led to a leak. The outer tube was also detached from the inner tube with broken fabric threads from the bonding joint at the proximal cylinder body. The cylinder was not pressure tested due to the leak that was identified. The identified fluid leak with broken fabric threads could affect the functionality of the device as reported mechanical issue. Product analysis confirmed the reported event. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The tubing was identified as having been cut down to the pump block and no tubing was returned for analysis. The pump was functionally tested and did not pass the activation test 2. The reported cylinder and pump issues were confirmed and contributed to the reported clinical observation.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis right cylinder and pump replaced due to a right cylinder hole. No patient complications were reported.